Event description:
It was reported that during a low anterior resection procedure, the device did not completely cut. Additional suturing was performed to complete the case. There was no adverse patient consequence.